Event description:
It was reported that the customer was hospitalized due to high blood glucose. Customer's blood glucose reading at the time of hospitalization was over 900 mg/dl. Troubleshooting was performed, and the insulin pump failed the high-pressure test twice. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.